Manufacturer narrative:
The glucose sensor simulator and minilink transmitter communicated properly with the insulin pump. The pump properly recorded all sensor test data in the sensor alarm history screen. No calibration anomaly, unexpected meter blood glucose alarm or time/date anomaly noted on alarm history screen. Unit also recoded all expected alarms during testing in the alarm history screen. No history anomaly noted. Low reservoir alarm functioned and was saved properly on pump history. Pump was received with scratched lcd window, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received several change sensor, calibration error and meter blood glucose now alarms but none were recorded in sensor alert history or insulin pump alarm history for the month of (B)(6). Customer's blood glucose was 407 mg/dl. During troubleshooting, it was reported that data was showing up in bolus history. Customer reported on not pressing incorrect buttons. Insulin pump would be replaced per customer's request.